Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025 around 9:00 am, the patient began to feel nauseous and started vomiting. The patient¿s cgm was reading low mg/dl while the bg meter was reading 396 mg/dl. The patient was wearing a tandem mobi insulin pump. The patient also tested her urine ketone level, which was ¿high¿. Around 10:00 am, the patient¿s symptoms persisted, so the patient¿s parent took her to the ER. At the ER, the patient¿s cgm was still reading low mg/dl while the bg meter was reading 389 mg/dl. The patient¿s cgm was removed. The patient was treated with IV fluids and insulin via her tandem mobi insulin pump. The patient was discharged after being in the ER for approximately 7 hours with a bg meter reading around 100 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.